Event description:
The patient called lifescan (lfs) and alleged that her meter was reading inaccurately high. The representative has attempted to reach the pt for further clarification. The pt obtained a result of 95 mg/dl on her meter. Three to four minutes later, the pt felt shaky and sweaty. She ate some glucose and reported feeling better. She retested her blood glucose two minutes later and obtained a result of 68 mg/dl. The pt stated that she was unable to test her blood glucose at the time that she felt low, because her symptoms prevented her from testing, but she guessed that she was approx 30 mg/dl. She did not test prior to the result of 95 mg/dl and she did not take any insulin prior the hypoglycemia. The patient's insulin regimen is based on the patient's carbohydrate intake, not on her blood glucose results. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The control solution was expired. Based on the information provided, the comparison may have been performed within 20 minutes and it is not known why the patient was unable to test. A replacement meter has been sent to the patient.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.